Event description:
It was reported by the customer that the bed exit was allegedly set with a patient in the bed but the alarm did not go off resulting in the patient allegedly exiting the bed and falling on the floor breaking their hip. There was a delay in medical treatment from the bed exit system not working to specification due to a load cell malfunction.